Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that red alarms in cvicu from mx800 are not sounding. There is reason to believe there is something amiss regarding the recent software upgrades. The device was used for monitoring at the time of the alleged malfunction. No patient /user injury or harm was reported.